Event description:
Allegedly broken trial.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. This is a product malfunction. Trends will be evaluated. This report will be amended when the investigation is complete.